Event description:
During an incident involving a female patient with a pulmonary embolism who was found in cpa, this laerdal silicone resuscitator (lsr) was used to ventilate and the patient was inadequately ventilated. A new lsr was used to ventilate the patient within 5 minutes of start and medication was given. The patient was transferred to an individual room for observation, then to the ICU, and was pronounced the 4th day. The user facility said the devices are assembled by the nurses of each ward in the hospital facility. When assembling this device, the attending nurse mistakenly connected the disk membrane with the intake valve, and further placed the flap valves of the reservoir valve in the wrong direction (inside out). The nurse conducting the function testing did not notice any malfunction. The nurse commented that the inadequate ventilation for a few minutes was not associated with the death of the patient.